Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: device used for treatment and not diagnosis. Additional information. The manufacturing records were reviewed and no complaint related issues were found. Plate is broken apart at the hole va7. The fracture face is homogenous which indicates material conformity. All features that could be measured met specification.

Manufacturer narrative:
Device was used for treatment. Visual inspections noted the plate broke at the va locking portion of 7th va-lcp hole on the shaft of the plate. There are some visible scuff marks on the plate surfaces. There are also fretting corrosion on the plate holes where screws are installed. The information contained in this report is insufficient to determine the cause of the plate failure. The plate design including cross section analysis was reviewed and determined to meet the intended use. Investigation is on-going.

Event description:
Patient had a total knee procedure, date unknown. On (B)(6) 2012, a revision was performed. The femoral stem was broken, patient was implanted with va-lcp curved condylar plate placed lateral to the stem. The patient was fine for one month becoming ambulatory against surgeon's orders. On (B)(6) 2012, the plate broke in the same place the bone was broken. On (B)(6) 2012, patient was revised to two (2) plates and screws with no further incidents. It was noted: no adverse effect to the patient.